Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital twice, on the first visit was 600 mg/dl and the second was 380 mg/dl. Customer cause of hospitalization was diabetic ketoacidosis. The customer first visit was treated with bags of fluids and insulin and was sent on their way home. Customer second visit was sent home using the pump and blood glucose when they left the hospital. Customer was wearing the pump at time of hospitalization. Customer noticed that the cannula is bent on the first visit.